Event description:
Reportedly, several inappropriate shocks were delivered on (B)(6) 2015. During the urgent follow-up performed on that date, some parameters (vf detection rate, persistence and v sensitivity) were re-programmed. No lead fracture was noted on x-ray but oversensing in the ventricular channel was reproduced by isometric test. Preliminary analysis results and patient care recommendations have been provided (replacement should be evaluated for the isoline lead and ICD battery voltage should be checked). A new follow-up was performed on 05 october 2015 and a replacement procedure for both ICD and isoline lead was scheduled for early next year (the exact date is unknown).

Event description:
Reportedly, several inappropriate shocks were delivered on (B)(6) 2015. During the urgent follow-up performed on that date, some parameters (vf detection rate, persistence and v sensitivity) were re-programmed. No lead fracture was noted on x-ray but oversensing in the ventricular channel was reproduced by isometric test. Preliminary analysis results and patient care recommendations have been provided (replacement should be evaluated for the isoline lead and ICD battery voltage should be checked). A new follow-up was performed on (B)(6) 2015 and a replacement procedure for both ICD and isoline lead was scheduled for early next year (the exact date is unknown).